Event description:
The customer reported a malfunction on the pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed to use multiple daily injections (mdi) as a backup insulin therapy.